Manufacturer narrative:
The device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported that at implant the device failed to capture. The device was implanted in an optimal location and electrical testing showed good results. A pull and hold test was performed and it was verified that three tines were actively fixated. The physician withdrew the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.